Manufacturer narrative:
The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. Unable to perform functional test or verify pairing anomaly due to leadscrew anomaly. No physical damage to injection foot or inpen was noted.

Event description:
Information received by medtronic indicated that phone was not syncing with his inpen app. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device was returned for analysis.